Event description:
This was a challenging case due to narrowness of arteries. After deployment of the graft, there was difficulty removing the delivery system through the ipsi lateral limb. The surgeon broke the device handle and removed the balloon lumen to allow the insertion of a 10f catheter and a wire into the vessel. The maneuver attempted to introduce a balloon to expand the limb and facilitate the removal of the device. During insertion of the wire and catheter, the physician lost control of the balloon lumen. It was not appreciated that the wire pushed the balloon/jacket guard and lumen section cephalad. After several attempts to remove the device, the superior attachment system was dislodged. At this point the surgeon decided to convert the pt to standard open repair of the aneurysm. As per current info, the pt had a small bowel resection surgery on 02/21/2000. Refer to complaint file #00-1736.